Event description:
On (B)(6) 2026, a patient underwent an echo guided prostate biopsy through normal density tissue using the maxcore device. During the procedure, the device allegedly made an abnormal sound or minimal to no sample was obtained. The procedure was completed by another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigational summary: received maxcore disposable core biopsy instrument for evaluation. The device was received without a needle protector and without a yellow guard attached to the needle. Upon visualization the device appeared to be clean and was received with both slides in their initial positions. It was observed that there was a break to the needle leaving a small piece of the sample notch exposed. A break complete circumferential break was noted to the cannula. Due to the condition of the returned device, no functional testing was performed. Therefore, the investigation is confirmed for the identified cannula break, and the investigation is kept as inconclusive for the reported failure to obtain sample as the further functional testing was not performed due to the condition of the returned device. A definitive root cause for the alleged failure to obtain sample and identified cannula break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.